Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. Upon receipt the monitor intermittently powered on. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the intermittent power failures. The pt was issued a replacement monitor.

Event description:
A zoll pt service rep contacted zoll customer support, during the fitting of a (B)(6) male pt, to report that the monitor was making humming noises and would not power on. The pt was issued a replacement monitor.